Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2020, in order to reposition the internal fixture due to the implant being too close to the pinna, causing the patient pain. The surgery was reported to be unsuccessful and subsequently, the internal magnet was explanted and a cover screw was placed. The patient will continue to be clinically managed by their healthcare provider for future reimplantation.